Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned by the customer; therefore, no product analysis could be performed. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that coolant flow did not increase. The intellanav oi was connected to the maestro generator and to the metriq pump, but the generator and the pump were not connected. The physician ablated with the catheter without the pump and generator connecter. The milliliter fluid did not increase at all during the case, it stayed 2mm dripping during the entire case. Physician decided to ablate anyway. They were able to finish the procedure using the catheter. No patient complications were reported and the patient status was fine.